Event description:
It was reported that the device interrogation measured 2.72 volts. A review of the saved to disk showed battery voltage of 2.93 volts. Device remains in use. No patient complications have been reported as a result of this event.

Event description:
Per audiologist, the pt fell and hit her head on the corner of a table. Since that incident, she has been unable to hear when using the cochlear implant system. Results of an integrity test done in 2008, showed the device was not functioning. Explant/reimplant surgery plans were not reported at the date of this report filed, 2008.

Manufacturer narrative:
(B)(4)